Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B) (6) 2010, a customer contacted roche diagnostics and reported a hypoglycemic event that occurred on (B) (6) 2010. At 11:30 a.m., the customer took a blood glucose reading of 451 mg/dl and adjusted the medtronic minimed paradigm insulin pump to take 10 units of humalog. An unspecified time later, the customer was found by his wife unresponsive and apparently having a seizure; she called emts. At 1:00 am, emt system result was 22 mg/dl. Emts treated the customer, transported him to a hospital for further treatment. The medtronic minimed paradigm insulin pump mentioned in this event is not mfg or imported by our firm. (B) (6)